Event description:
Machine failed to record patient end-tidal co2 after intubation and patient was asleep on the table. It was discovered that the manifold seals were attached (silicone tubes) in the new water trap. Company recognized that this is an issue since an addendum was published in may 2010 with instruction for new water trap. We did purchase new manifold seals to install with new water traps as per company's suggestion but this is a safety issue and can be overlooked when replacing new water traps. We feel company can create a better design.======================health professional's impression======================anesthesiologist did not know what happened but the anesthesia tech knew that the seals was missing (but after the fact).